Event description:
Every dexcom g7 15-day sensor I have tried has been dangerous, has not functioned as advertised, and poses a serious threat to life and health. It fails to provide consistent blood sugar readings at day 7 (less than half its advertised lifetime). The sensor issue I experienced today showed consistently false blood sugar readings during the night, which led to my having high blood sugar (as my insulin pump delivers insulin dosages based on dexcom g7 readings. Many dexcom users thus depend on accuracy of g7 sensor readings for health and life). This is an extremely dangerous product and needs to be recalled. Additionally, the sensor suddenly ceased to show blood sugar readings. I have never had a single successful g7 sensor from dexcom. Their g7 sensors are a great danger to their customers.